Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a severely calcified and mildly tortuous superficial femoral artery. A 3mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for dilatation and it was inflated twice at 12 atmospheres. However, on the third inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The physician completely removed the device from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a coyote es balloon catheter. There was a stopcock attached and blood in the hub. Visual and tactile inspection revealed blood and contrast in the inflation lumen and a hypotube kink 2cm from the strain relief. The balloon and shaft were examined under magnification. There was a longitudinal tear 14mm long on the proximal end of the balloon. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a severely calcified and mildly tortuous superficial femoral artery. A 3mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for dilatation and it was inflated twice at 12 atmospheres. However, on the third inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The physician completely removed the device from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient's condition was good.